Event description:
Voluntary medwatch received states the patient presented with noise oversensing on the right atrial lead. The noise was reproducible through isometric test. No intervention was performed, and the right atrial lead remains in service. There were no patient consequences.